Event description:
It was reported at device change out due to normal eri, an output anomaly was observed during dft testing on the new device. The new device was then replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the output anomaly. Testing revealed a short in the hv output transistor. The cause of the damage to the hv circuits was undetermined.